Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. The customer had not reported the symptoms and treated with juice and some sweets. The customer declined to troubleshooting for low and high readings. Customer states the needle guard. The sticky part on the tape got stuck together and we had to put the needle guard back on to untangle the tape and we forgot to take the needle guard off. The customer additional states blood glucose level was 67 mg/dl and was reported that the blood glucose was 72 mg/dl. The product will not be returned for analysis.